Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, the customer was unable to charge the pump using the tandem-provided usb charging cable and tandem-provided wall power adapter, resulting in the pump shutting down. There was no adverse impact to customer's blood glucose level. A new charging cable and wall power adapter was sent to the customer.